Event description:
It was reported that a spectrum pump failed flow rate test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing did not identify any issues related to the customer reported condition. Evaluation sent the device to flowline for flow rate accuracy testing. With a flowrate of 40ml/hr and vtbi of 40ml the test resulted in 39.841ml which is an error percentage of -0.3975%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.